Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the carto 3 displayed error 105. The returned device was visually inspected upon receipt and the tip dome had char on proximal end. In addition, the shaft and orange sleeve were damaged exposing internal braid close to the piston ¿ shaft transition. The evidence suggested that an external force (e.g. Torque or twisting) was applied over the damage area. Furthermore, and per the affiliate¿s response, this issue was not observed by the physician prior to the catheter shipment. Therefore, it can be inferred that the damage occurred while the catheter was on its way to the investigation lab. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It remains unknown how the shaft and orange sleeve were damaged. Due to the exposed braid, an electrical test was performed and catheter passed. Therefore, we can conclude all the electrical wires were insulated. Then per the reported event, the catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Due to the char found, the catheter was also tested for temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage. The reported customer complaint cannot be confirmed. The root cause of the char remains unknown. In addition, a corrective action has been opened to address and resolve this issue.

Event description:
It was reported that during a procedure, a magnetic sensor was defective and carto displayed error 105. Upon receiving the product in biosense lab on (B)(4) 2014, it was noticed that tip dome has char on proximal end measuring about 2 mm, making this event reportable.